Manufacturer narrative:
St jude medical confirmed that the product shipped was labeled as an 8mm ablation catheter, but the device/catheter had the components of a 4mm ablation catheter. Rf generators have temperature limits, temperature controls, and high impedance shutdown features. The misuse or malfunction of any of these features may lead to high temperature resulting in coagulum formation. The instructions for use (IFU) for the catheters states "a sudden impedance rise during an ablation procedure is typically indicative of loss of tissue contact and/or coagulum buildup at the distal tip. Remove the catheter from the pt and clean tip before proceeding." Voluntary field action number: 2182269-06/09/08-001-r. CAPA (B)(4) was initiated on 06/11/2008 to address mislabeled 7f, 8mm livewire tc ablation catheters.

Event description:
It was reported the 4mm catheter was incorrectly labeled as an 8mm. The catheter was opened and used in the pt before the mistake was noticed. When the mistake was noticed, the catheter was removed from the pt. There were no adverse events to the pt.